Event description:
It was reported that the catheter was entrapped on the guidewire. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure. The target lesion was a chronic total occlusion (cto) located in the lower left extremity. While priming the device, an error message occurred. The jetstream catheter was exchanged for a new 2.4mm jetstream catheter. The device primed without issue. However, during use it became entrapped on a non-bsc guidewire and could not be removed from the guidewire. The catheter and non-bsc guidewire were removed together. The vessel was rewired and a charger balloon and innova stent were used to complete the procedure. There were no patient complications.